Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the suture was broken. A flexima¿ apdl was selected for use. During the procedure, when the physician pulled on the suture to lock the pigtail, it was noted that the suture snapped. No patient complications were reported.

Event description:
It was reported that the suture was broken. A flexima apdl was selected for use. During the procedure, when the physician pulled on the suture to lock the pigtail, it was noted that the suture snapped. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Unit returned with its original pouch. The unit returned has suture broken, as part of overall visual revision. The suture string that was returned with the stent was visually inspected; the suture string was found broken. No other anomalies or damages were encountered. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the suture was broken. A flexima apdl was selected for use. During the procedure, when the physician pulled on the suture to lock the pigtail, it was noted that the suture snapped. No patient complications were reported.